Event description:
It was reported that this implantable cardioverter defibrillator (ico) device exhibited an alert for a high out of range pace impedance measurement on the right atrial (ra) lead. The healthcare provider (hcp) subsequently noted there were intermittent high pace impedance measurements on the right ventricular (rv) lead as well that date back a year or more and have gotten worse. The ra and rv leads are not boston scientific products. Boston scientific technical services (ts) noted that both lead trends look like classic behavior of a device header spring contact issue. Ts explained fretting and the issue with non-boston scientific leads in a boston scientific device header and indicated this behavior will likely get worse. It was also noted that the rate response trend (rrt) sensor is programmed on and a stored atrial tachycardia response (atr) episode shows noise and oversensing of the sensor on the ra lead. Ts explained that the rrt sensor should be programmed off in order to stop getting these false atr episodes. Ts provided further guidance to the hcp that since they were going to bring the patient into the clinic to program the rrt sensor off, they may a!so want to check both leads to ensure integrity. Ts noted they will likely get a new alert every time the previous impedance alerts are cleared with a programmed, but they will not get additional alerts until the previous alerts are cleared. Ts indicated they could consider adjusting the pace impedance out of range upper limit to 3000 ohms for now. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).